Manufacturer narrative:
No damage to reservoir retainer noted during testing. Reservoir was able to lock in place. Device passed displacement test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via call that the reservoir ring was damaged. Customer¿s blood glucose level was 180 mg/dl at the time of incident. Customer state that reservoir was not able to lock into place. The insulin pump will be returned for the analysis.